Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system experienced a period of optical instability. Customer care recommended that the user re-link their sensor to allow the system to re initialize and converge faster. Post re-link, the sg and bg trended well so the user was advised to continue using the system. Per dms review, the user was using the system with up to date information.